Manufacturer narrative:
A sample is available for evaluation. A device history record review was completed on 10/27/2016 and revealed no irregularities during the manufacture of the reported lot # 5059668. Of note, the device shelf carton states: "do not reshield used needles¿, and ¿do not force the shield onto the needle, as the needle may penetrate the shield causing injury.¿ upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported that an employee in nuclear medicine obtained a contaminated needle stick injury from a 25 g x 5/8 in. Bd general use sterile hypodermic needle. The employee was stuck after recapping the needle because the needle poked through its cap. The employee received post exposure lab work for (B)(6). No medication was prescribed. The employee will have follow up blood work six week from the date of the injury.

Manufacturer narrative:
Results: four sealed samples were returned for evaluation. A visual inspection of the units revealed no defect or abnormalities. There have been no recent design changes to the needle shield. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5059668. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure for needle through shield - recapping.